Event description:
A customer reported that when the system was powered on, a system message displayed. An alternate illumination system was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).